Event description:
It was reported that the patient was asymptomatic but dependent on the device for normal function. It was noted that noise resulting in pacing inhibition and an insulation anomaly was observed on the right ventricular (rv) lead. The right ventricular (rv) lead was capped (B)(6) 2023, and replaced. The patient was stable.